Event description:
I had prk surgery. I started having starbursts, light scattering, halloes, blurry vision,diplopia, etc. They haven't cured so far and I got mental problems because of my eye. I've got adjustment disorder. I had suicide thoughts.